Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited low defibrillation impedance. One of the coils was turned off. On (B)(6) 2019, the patient presented to the hospital for defibrillation threshold testing. The patient was shocked for atrial fibrillation by the implantable cardioverter defibrillator. After four shocks, low lead impedance was noted, so therapy was aborted. The shocking vector was turned off. Lead revision was deemed not possible at this time due to the patient having several other health issues. After successful defibrillation threshold testing, programming changes were made. The patient was stable, and will continue to be monitored. Related manufacturer reference number: 2017865-2019-10990.